Event description:
Boston scientific received information that this atrial lead had been exhibiting increasing impedance measurements since implant. Most recently, the measurement was 2200 ohms. No sensing or threshold issues have been observed. The physician is aware and intends to continue normal follow up visits for this patient. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.